Event description:
During an implant of the implantable cardiac defibrillator after it had been placed in the pocket, the physician inadvertently punctured the pt's subclavian vein while trying to obtain venous access. The puncture was described as a "hemo-pneumo-thoracic puncture." The physician elected to implant a new device on the other side of the pt's body.